Manufacturer narrative:
(B)(4).

Event description:
Information was received from a physician in regards to a patient who resided in canada and was being treated with baclofen intrathecal (2000 mcg/ml) at a dose rate of 445 mcg/day. The patient developed a pump pocket infection on (B)(6) 2015 and was hospitalized as a result. The infection was related to the device. It was planned to remove the entire device system. The physician had requested information regarding weaning the patient prior to explant and oral baclofen dosing information.